Manufacturer narrative:
(B)(4). G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported the patient underwent a hip revision approximately three weeks post implantation due to subsidence of the stem. During the procedure, it was noted that the implant initially used to replace the initially implanted competitor products, implanted into the patient on an unknown date, was several sizes bigger than the initial competitor product. This gave the surgeon the impression that the competitor product was undersized. The implant was removed and replaced without complications. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the acetabular implant fit appears normal. There is radiolucency along the proximal femoral implant but no definite implant loosening can be determined without correlation to prior images. Bone quality appears normal. This complaint is unable to be confirmed as the review of the provided medical records did not note subsidence as a finding. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.